Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The cause of the rainbow glare is referred as the diffraction of light from the scanning pattern created on the back surface and in the stromal bed of the lasik flap after femtosecond laser flap creation. The onset of symptoms typically occurs during the immediate postoperative period, and resolves within several months (B)(4).

Event description:
A surgeon reported a patient with rainbow glare of the left eye six months following lasik treatment. Upon additional follow up, the symptoms are continuing and no further treatment is planned at this time.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received; patient is happy with surgical outcome and has noted improvement in the rainbow glare symptoms.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The laser was successfully verified prior to and after the treatment. Review of the logfiles for the day of treatment shows no error or relevant warning or other issues during the complete day and the energy stayed stable and showed no abnormalities. No problem with the system can be identified by reviewing the logfiles. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).